Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. During the lead repositioning, the physician was unable to reconnect the lead to the device as the screw did not get twisted and did not tighten the lead. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.